Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. A new artificial urinary sphincter was implanted at a later date. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the components underwent a thorough analysis. The cuff was visually and microscopically inspected and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. No problems were identified in the related pump investigation. The balloon did not pass functional testing and performed below product specifications. Based on the information available and analysis results, a functional pump issue was confirmed. The reported patient symptom is a known inherent risk of implant of these devices as indicated in the instructions for use. B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that this artificial urinary sphincter was removed due to infection. A new artificial urinary sphincter was implanted at a later date. No further patient complications were reported.